Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. There was greater than 2 seconds of asystole. The right atrial (ra) lead was noted to have very tight suture sleeve tie downs. There was concern that the integrity of the insulation might be jeopardized. The ra and rv leads were replaced. The device remains in service. No adverse patient effects were reported.